Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The catalog number provided is the us list number for the 15fr abbvie peg and the number in the unique identifier field is the 20fr abbvie peg. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing in the united states, 15fr or 20fr. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier field number is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duopa (carbidopa and levodopa enteral suspension). Review of the abbvie peg and j use fmea identified irritation from long-term contact with bowel as a hazard that could lead to an ulcer. The hazard can be mitigated through ongoing patient monitoring by trained clinician. The abbvie peg and j risk management report indicates that later or delayed complications associated with peg use includes gastric ulcer/hemorrhage and cites a literature reference indicating typical complication rates, including ¿gastric hemorrhage is reported to complicate 0.3% to 1.2% of cases. (1)¿. 1.itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 husband of a patient reported that the patient's pegj tube had come out. It was reported that the patient was found to have an ulcerative type stomach ulcer, the physician did not replace the pegj tube immediately as he wanted to allow six weeks to heal the stomach before attempting reinsertion. The patient was scheduled for pegj reinsertion on (B)(6) 2016.